Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a right ventricular lead was exhibiting low sensing during the implant procedure. Lead had to be repositioned multiple times before measurements became normal on the pacing system analyzer. However, when the lead was plugged into the device, it failed to sense and exhibited low out of range pacing impedance. Lead was exchanged and replaced after trying to disconnect lead and changing testing equipment. No patient symptoms or consequences were reported.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received notes that the lead also exhibited under-sensing.

Manufacturer narrative:
Analysis was normal. No anomalies were found.